Event description:
This report is to document that there have been multiple arterial line catheters with wire malfunctions that resulted in kinking and the inability to thread wire, advance catheter and to retract the wire. One wire we saved has a chamber kink and two saved wires have external kinks. It appears the devices are from the same lot. There was no adverse outcome to the patient as a result of these device malfunctions.